Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated 10/29/2009), sorin is filing this MDR at this time. (B)(4). Conclusion: the electrical characteristics of the returned device were determined to conform to established specifications. As received, the connection system of the pacemaker functions as specified with the returned screwdriver, in spite of the identified damages to the ventricular set-screw. The damages to the ventricular set-screw are consistent with incomplete insertion of a screwdriver tip into the hexagonal cavity, as illustrated in figure 6. Subsequent rotation with the torque screwdriver led to stripping of the upper portion of the set-screw cavity.

Event description:
Connection issues during the implantation procedure; therefore, the device was not implanted.